Event description:
Initial reporter indicated to a manufacturing consultant that their programming system would not interrogate. The consultant tested the handheld on his demo generator and the event was confirmed. The programming wand, handheld and software were returned for product analysis. The software and programming wand met specifications. The cause for the handheld not interrogating was associated with a damaged serial cable. Visual analysis identified 4 broken wire connections in the (B) (4) connector plug assembly. Once the wires were resoldered onto correct locations of the (B) (4) connector plug pcb, the serial cable was able to establish communication between the handheld and wand. Although a root cause for the wire breaks are unknown, they are most likely associated with mishandling of the serial cable. No further anomalies on the device performance were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Conclusions: device failure occurred, but did not cause or contribute to a death or serious injury.